Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: blurry vision and headache. Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note 1: manufacturer contacted customer in a follow-up call on 04-aug-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing symptoms of blurry vision and headache. No medical intervention since the last call was reported. No additional blood tests using the true metrix meter were reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). At the time of the call, the customer reported symptoms of blurry vision and headache; medical attention was not needed at the time. The product is stored using proper storage conditions (location undisclosed); customer stated she had just recently obtained the true metrix meter and test strips. The test strip lot manufacturers expiration date is 11/22/2022 and open vial date is (B)(6) 2021. During the call, a blood test was performed by the customer and produced e-2 error using true metrix meter.